Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It is reported the physician was not satisfied with the way the implantable cardioverter defibrillator (ICD) presented the episodes. Episode #168 appeared to be merged with episode #166. The shocks were indicated and performed within #168 but do not appear in episode #166. Both episodes are "connected" with each other is not visible in most places, only in text of #166. That is judged as misleading by the physician. The complaint is about the way of presenting the data. The ICD remains in use. No patient complications have been reported as a result of this event.